Event description:
It was reported that during a device follow-up visit, the physician was unable to interrogate the device. It was also reported there was a total loss of telemetry. The patient was scheduled for a pacemaker replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. This device was included in a field action, returned product testing found the device did perform as described in the field action.